Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient "that they had a (B)(6) phone that was shutting their pacemaker on and off". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.